Event description:
It was reported that the subject device had a scope detection sensor failure. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to b5, d8, d9, e2, e3, g2, h3, h4, h6, and h11. There has been corrections made to b5, and h6 problem code. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be specified. However, it is likely that the detection slide switch of the output socket was stuck, due to the faulty detection slide switch of the output socket. Olympus will continue to monitor field performance for this device.

Event description:
The previously reported event was incorrect. The customer reported that the xenon light source had a loose connector, and the black clip would slid. The intended procedure was completed with no delay. It was added that there was error messages observed during the reported malfunction, however, customer does not remember the exact error messages.